Manufacturer narrative:
The reported events of high capture thresholds and low r-wave amplitudes were not confirmed. Final analysis found a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a device upgrade procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited high capture threshold and low r wave amplitudes. The lead was explanted and replaced. There were no patient consequences.